Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the drawer not detected on bus, which located on (B)(6). The customer attempted to reboot the station, but the issue persisted. As per part investigation, it was determined that there was fluid ingress of the part pn 151630-01 which produces a short/miscommunication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-dec-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Part analysis: the reported condition of not detected on bus was confirmed by field service engineer (fse) and subsequently confirmed in the dchu inspection process. According to work order (B)(4), the fse replaced the pyxibus module controller (pmc), drawer controller board and latch sensor, configured and ran diagnostics successfully. During dchu visual inspection: part number 151630-01: signs of fluid ingress were found. Part number 331392-01: was received in good condition with no signs of physical damage, missing components, or other anomalies. Part number 353949-01 (sn (B)(6) - sn (B)(6)): were received in good condition with no signs of physical damage. During dchu testing: part number 151630-01: no further dchu functional testing was required, as fluid ingress was already confirmed during visual inspection. Part number 331392-01: successfully completed all dmm tests. Furthermore, the hardware test application (hta) confirmed that the drawer controller is operating as intended. Part number 353949-01 (sn (B)(6) - sn (B)(6)): continuity tests passed. The sensors were assembled with the drawer controller, and repeated hta (hardware test application) cycles showed no faults. All parts functioned as intended. The device was in use for treatment purposes as intended per 21 cfr 820.198(d). Root cause: the root cause to the reported failure not detected on bus is attributed to fluid ingress of the part pn 151630-01 which produces a short/miscommunication.